Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 300 mg/dl at its highest. Pump supplies were changed after each alarm. Customer observed insulin to be a thick gel consistency. Customer used a new vial of insulin and the occlusion alarm had not reoccurred.